Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 494 mg/dl. After changing the pump's supplies, the customer delivered a correction bolus and the bg level was dropping. The customer had not received any further occlusion alarms after the supplies on the pump had been changed.